Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up, loss of capture and poor sensing was noted. A chest x-ray revealed dislodgement. The physician attempted to re position the lead, but was unsuccessful. The lead was explanted and replaced. The patient was doing well post procedure and would continue to be monitored.